Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following verbatim. Medical device with a branded needle free adapter which makes the blood return, once placed the blood fills the device and comes out, this can generate biosafety problems. Blood leakage is observed in the internal part of the plug.

Event description:
No additional information.

Manufacturer narrative:
A mz1000 sample was not available for investigation but the customer reported that the affected sample was from lot 24025827. The report state that "medical device with a branded needle free adapter which makes the blood return, once placed the blood fills the device and comes out, this can generate biosafety problems. Blood leakage is observed in the internal part of the plug." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that blood was present in the housing of the maxzero whilst connected to the patient. The details of this feedback were forwarded to the manufacturing site for investigation.the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24025827 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.